Manufacturer narrative:
Follow-up information received on 21-dec-2015 from consumer - questionnaire provided: the consumer was on her 30's. Concurrent conditions included obesity ((B)(6)). Essure was inserted after a pregnancy. Condoms were used as backup contraception. The consumer experienced cramping, bleeding and fatigue from insertion. These events resolved after hysterectomy, which was performed in (B)(6) 2015, via laparotomy; the devices were removed. She mentioned she was hospitalized. During surgery, the devices were found in place. She recovered from essure removal procedure and the events resolved. Ultrasound and relevant tests were performed, but results were not provided. The events were considered related to essure. She had a change in all period symptoms: bleeding, pain, fatigue, weight gain. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and spotted heavily for two weeks after the procedure (interpreted as post procedural bleeding). She also had cramping, some severe (interpreted as lower abdominal pain), and underwent a partial hysterectomy 2 years after essure insertion. The events resolved. Both events are listed in the reference safety information for essure. Vaginal bleeding may occur following the micro-insert placement procedure. Typically it is tolerable and transient. Also, abdominal pain may occur after essure insertion. Given the nature of the reported events and positive temporal relationship, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a device removal was required. Based on the available information, there is no relationship between the reported medical events and a quality defect.

Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5044386) in united states on 12-oct-2015 who had essure (fallopian tube occlusion insert) inserted in 2013 to prevent pregnancy and possibly help with heavy bleeding during periods. The procedure itself was quite painful and she spotted heavily for two weeks after the procedure and then moderately to lightly four weeks after that. She also experienced cramping, some severe, and fatigue during that period of time. She discussed the symptoms with her doctor and she advised her that the symptoms should subside over time; during her first period after the placement she bled heavier than she could ever remember bleeding and had cramps so severe that she would crouch down until they subsided. Again she was advised by her doctor that these symptoms should subside and to give the device more time. Then she began to experience fairly rapid weight gain and mood swings with headaches. With each period for the remainder of 2014 the symptoms increased. An appointment with a new doctor was made and after speaking with her in length about the problems they decided it was best to have a partial hysterectomy to stop the issues. In 2015, she had a partial hysterectomy and since she had none of the symptoms that were previously experienced. The consumer reported levothyroxine as a prescribed medication. Hospitalization and required intervention were mentioned as event outcome but not specified and/or assigned to one of the events. Result and assessment of the product technical complaint investigation received on 28-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and spotted heavily for two weeks after the procedure (interpreted as post procedural bleeding). She also had cramping, some severe (interpreted as lower abdominal pain), and underwent a partial hysterectomy 2 years after essure insertion. Lower abdominal pain was considered serious due to the hospitalization reported, and post procedural bleeding serious due to medical significance. Both events are listed in the reference safety information for essure. Vaginal bleeding may occur following the micro-insert placement procedure. Typically it is tolerable and transient. Also, abdominal pain may occur after essure insertion. Given the nature of the reported events and positive temporal relationship, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (partial hysterectomy). Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: mw5044386) on (B)(6) 2015. The most recent information was received on 26-apr-2017. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping, some severe") and post procedural haemorrhage ("I spotted heavily for two weeks after the procedure/ heavy bleeding") in an adult female patient who had essure inserted for female sterilisation and bleeding menstrual heavy. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity and postpartum state. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), procedural pain ("the procedure itself was quite painful"), fatigue ("fatigue"), menorrhagia ("during my first period after the placement I bled heavier") and menstrual disorder ("change in period bleeding"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria hospitalization and intervention required), vaginal haemorrhage ("spotted moderately to lightly four weeks after that"), weight increased ("fairly rapid weight gain"), mood swings ("mood swings"), headache ("headaches"), dysmenorrhoea ("pain") and pelvic pain ("pelvic pains"). The patient was treated with levothyroxine and surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy in 2015). Essure was removed in (B)(6) 2015. In 2015, the abdominal pain lower, fatigue, menorrhagia, weight increased, mood swings, headache and menstrual disorder had resolved. At the time of the report, the post procedural haemorrhage, procedural pain, vaginal haemorrhage and dysmenorrhoea had resolved and the pelvic pain outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, mood swings, pelvic pain, post procedural haemorrhage, procedural pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: condoms were used as backup contraception. Hospitalization and required intervention were mentioned as event outcome but not specified and/or assigned to one of the events. During surgery, the devices were found in place. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2014: the coils were properly placed ultrasound and relevant tests were performed, but results were not provided. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 26-apr-2017: legal claim received - reporter's information was updated, lab data and removal information. Event pelvic pains added. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and spotted heavily for two weeks after the procedure/heavy bleeding (interpreted as post procedural bleeding). She also had cramping, some severe (interpreted as lower abdominal pain), and underwent a partial hysterectomy approximately 1.5 year after essure insertion. The events resolved. Both events are anticipated in the reference safety information for essure. Vaginal bleeding may occur following the micro-insert placement procedure. Typically it is tolerable and transient. Also, abdominal pain may occur after essure insertion. Given the nature of the reported events and positive temporal relationship, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a device removal was required. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.